Event description:
The pt reported, that her infusion set tubing separated at the luer lock. She stated that, she noticed it due to feeling insulin on her skin. She stated, she immediately changed the infusion tubing and did not experience any affects on her blood glucose values. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.